Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set's tubing detached from the quick release and this issue occurred with two infusion set's tubing. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.